Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a fingerstick blood glucose of 466 mg/dl and subsequent readings remaining high despite a full supply change, after which values trended down into the 300 mg/dl. Investigation of this case revealed no abnormal device behavior observed during the interaction and the cause of the hyperglycemia was unclear. Further investigation included phone-based troubleshooting and review of use history as reported by the user. The user reported symptoms included mild thirst as a result of elevated blood glucose. Outcomes included need for troubleshooting and education, shipment of replacement supplies, and continued monitoring without medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event involved hyperglycemia of unclear cause with user-directed corrective actions implemented and improving glucose trend. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.